Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Oesophageal resection- "an esophageal resection was performed. During the thoracic phase a lot of dissection of tissue was performed to free the esophagus from its surrounding tissue. Not all seal cycles were fully completed (this was decided by the surgeon). The reason for it: sometimes to prevent too much thermal spread near delicate areas. Sometimes because there were not much blood vessels in between the jaws. Hemostase was in all cases good. After 1.5 hour the patient was turned from abdomen to back. When they started the abdominal part of the procedure to free the stomach the tissue of the omentum stuck to the jaws of the voyant. The jaws of the voyant were cleaned several times using a wet gauze (IFU). During the next activations the tissue kept sticking to the jaws, causing the tissue to bleed when they tried to remove the voyant from the tissue. This was not a favorable outcome , therefore it was decided to work with the ligasure instead. The procedure was finished without any issues. " additional information received from sales representative on (B)(6) 2016: it was mainly sticking to the side and tip of the jaw. The surgeon was unable to get the tissue of the jaws without damaging the seal. In terms of how much it was sticking, it was quite sticky because the tissue was difficult to remove from the jaws. They had to pull with a relatively hard force to remove it. The surgeon didn't seal multiple times in the first 1,5h of the procedure. When the tissue was sticking to the jaws in the second half of the procedure they activated the voyant again to see if they were able to get the tissue of the jaws. The device was used around 1,5- 2 h. A lot of activations > 100. Tissue sticking was only during the second phase of the procedure after turning the patient. It was sticky throughout the entire part of the second phase, abdominal part/ freeing the stomach/ omentum (fatty tissue). During the thoracic part there was no problem at all. When the jaws were cleaned, no improvement at all. Therefore they cleaned it again with a wet gauze. Also tried to steam clean, short activation on a wet gauze. Similar technique as they do with the ligasure. Tissue sticking was observed mainly on the middle and distal end. No other instruments were used. They pulled the voyant from the tissue by moving it. When they noticed that the stickiness wasn't improving after cleaning they decided to use a ligasure. There was no sticking of tissue to the jaws of the ligasure. The omentum tends to bleeds more easily in general. Therefore there were some small bleeders during manipulation. They tried to seal small bleeders with the voyant, because diathermia was not sufficient to get the area dry. Therefore the jaws of the voyant were activated in an area filled with some blood. No vascular pathology. During the first 1,5-2 hour no stickiness was observed with the use of voyant. During the second part (stomach) no stickiness was observed with the use of the ligasure. The tissue was not diseased or inflamed. Tissue looked very normal. The patient possibly given anticoagulation medicine. This happens quite often- need to check with the surgeon but unsure.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering noted blood and eschar buildup on the jaws. During functional testing, engineering activated the device on porcine connective tissue harvested from the neck and was able to replicate minor tissue sticking on thin tissue; however, there was no sticking on fat. Engineering was able to mitigate tissue sticking upon cleaning the jaws when eschar accumulated as specified in the instructions for use (IFU). The root cause of tissue sticking is likely due to excessive eschar build up on the jaws of the device. The instructions for use (IFU) states "warning: build-up of eschar can negatively affect the sealing and cutting performance..." And "for optimal performance, keep the jaw surfaces clean. Use a gauze pad soaked with sterile water or saline to remove eschar". Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.